Event description:
A total hip arthroplasty was revised due to dislocation from a fall. Hospital attempted reduction but joint was too tight.

Manufacturer narrative:
Device is currently undergoing engineering eval.